Manufacturer narrative:
D2b: pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and severely. The patient underwent a shunt percutaneous transluminal angioplasty where a 6.0mm x 100mm x 50cm athletis balloon catheter was advanced for dilation. However, during the first inflation at 30 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.